Event description:
It was stated that the insulin pump was giving the no delivery alarm. Troubleshooting revealed that insulin leaked from the reservoir due to a crack at the connector. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.